Event description:
The patient was in for a reversal of a hartmann¿s. The surgeon has used the cdh for many years and is very familiar with the use of the cdh device. The device was in the patient and ready to fire to create the anastomosis. The surgeon started to fire the device and he heard a very loud cracking sound, he noted that this was not the washer as he had only half squeezed the device. As he heard the cracking noise, he noticed the device break/separate slightly by a few mm¿s by the staple check green zone. When he went to remove the device as he did not fire it any more as the device had ¿separate and cracked¿ he also noticed that the staple safety zone orange line was all the way at the bottom (not moved by the surgeon) and it could not be moved. On inspection of the donuts after taking the device out, there was only part of a donut, the gun had not properly fired. The surgeon was required to sew up the rectal stump as there was not enough tissue to create and complete another join and anastomosis. The stoma was created again, and the patient went to hdu (which was planned prior to the complications) the surgeon has said he will wait another 6 months and try again to reverse the hartman¿s if possible.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). DHR (device history review) is pending. Additional information was requested, and the following was received: what were the indications for surgery? Reversal of hartmann¿s. Previous emergency laparotomy for obstructing rectal tumour (20 months prior) what surgical procedure was performed? Laparotomy, adhesiolysis, mobilisation of colonic conduit and attempt at low rectal anastomosis did the patient receive any preoperative chemotherapy or radiation? Chemo stopped 1 year before were there any issues experienced with the device in the initial surgical procedure? No problem till we tried firing it what healthcare professional fired the device and what is his/her experience with the device? Mr et, registrar. Very experienced registrar and has fired circular staple guns multiple times before. Fired under direct supervision by mr f. (Consultant colorectal surgeon) who had affixed the anvil to the spike and assured the anvil closed properly, he was scrubbed in at the abdominal side. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? It was exactly in the middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 30 seconds was the device difficult to close? It closed as normal till the halfway point, then there was a crack in the mechanism and it wouldn¿t close further at what point was the safety disengaged? After the 30 seconds had passed and immediately before the handle was closed was the device difficult to fire? Handle closed as normal till the halfway point, then there was a crack in the mechanism and it wouldn¿t close further how many counter-clockwise revolutions of the adjusting knob were used to open the device? On trying to open the device the marker had dropped to the bottom of the window and didn¿t move no matter how much the knob was rotated. The knob was fully rotated to fully open the gun before the colonic conduit could be detached from the spike did the healthcare professional receive audible & tactile feedback when firing the device?. Not the normal one you hear when the staples fire. Instead there was a crack from the mechanism close to the indicator windows and the casing split open a few millimeters were the donuts inspected? No donuts as though the blade partially cut the rectum there was no cut into the donuts in the anvil and no loose donut related to the rectum was a complete transection of the white breakaway washer visually confirmed? N/a were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. None of the staples closed. The staples are still in the device that was sent to you. What is the current status of the patient? Discharged home, but still with colostomy in place what is the current patient status? As above. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/23/2023. D4: batch # 936a08 . Additional information: DHR (device history review) completed for lot # 936a08. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the handle partially open from the knob to the safety area, with four staples missing and one unformed staple noted on the guide face and the breakaway washer uncut, indicating that the device had not been fired. In addition, partially protruding staples were observed. Also, marks were observed on the safety, and it was noted to be damaged. The condition of the safety is most likely what caused the condition of the missing staples and the handle to partially open. In addition, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damages noted on the device appear that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 936a08, and no non-conformances were identified.